Event description:
Patient revised to address mal-aligned implants.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about reported event; however, provided information states the devices were mal-aligned. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigating will be re-opened.